Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally disclosed by the clinic that a subsequent transmission showed no failed atrial lead position check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. An interrogation observed the right atrial (ra) lead therapies were disabled due to failed lead position check. The lead remains in use. No further patient complications have been reported as a result of this event.